Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible creatinine assay results for two patient samples tested on a cobas c 503 analytical unit. The first sample initially resulted in a creatinine value of 51.1 umol/l. The customer repeated the sample since it did not agree with the patient's prior results. The sample was repeated, resulting in a creatinine value of 93.9 umol/l. No questionable results were reported outside of the laboratory for this sample. The field service engineer adjusted the mixer. After the mixer adjustment, the customer encountered a discrepancy with a second sample. The second sample initially resulted in a creatinine value of 34.8 umol/l and it repeated as 80 umol/l. The repeat value matched the patient's previous value.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.